Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2 of their automated peritoneal dialysis therapy. Per the initial report, the home pt disconnected their transfer set from the pt line of the homechoice set. Upon return the reconnected to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending therapy early. Treatment was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt's nurse.